Event description:
(B)(6). It was report that during a coronary artery stenting treatment procedure a thrombus occurred. The 100% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 10mm. A 3.50x12mm liberte stent was implanted. Post procedure was 0% stenosis. The procedure was a technical success. An additional procedure was performed in the target lesion of a thromboaspiration for thrombus. One day post index procedure a re-ptca was performed on a non-target lesion. The patient was discharged six days post index procedure without angina or silent ischemia. Discharge medications were asa 160 mg/day indefinitely and clopidogrel 75mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the directions for use (dfu). (B)(4). Device not returned for analysis.